Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. The cns is in a closet and uses a kvm solution. Troubleshooting efforts, including controlled reboots with and without the hdd1, did not resolve the issue. They deployed a spare cns to continue patient monitoring activities. No patient harm was reported. Investigation summary: the customer reported that a pu-681ra cns was stuck in a boot loop, displaying the error code 41. Nk tech support advised that they swap to a spare cns to restore patient monitoring, after which the affected cns was sent in for evaluation. Nk's repair center confirmed the complaint, finding corrupted software and degraded hdds as the root cause. Both hard drives were replaced, the system was re-imaged, calibrated, and the cns passed qc and extended testing. The device was then returned to service. Nk will continue to monitor and trend. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. The cns is in a closet and uses a kvm solution. Troubleshooting efforts, including controlled reboots with and without the hdd1, did not resolve the issue. They deployed a spare cns to continue patient monitoring activities. No patient harm was reported. Investigation summary: the customer reported that a pu-681ra cns was stuck in a boot loop, displaying the error code 41. Nk tech support advised that they swap to a spare cns to restore patient monitoring, after which the affected cns was sent in for evaluation. Nk's repair center confirmed the complaint, finding corrupted software and degraded hdds as the root cause. Both hard drives were replaced, the system was re-imaged, calibrated, and the cns passed qc and extended testing. The device was then returned to service. Nk will continue to monitor and trend. Additional information: g6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes: the update to the codes were not made in the 001 submission. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. There was no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. The cns is in a closet and uses a kvm solution. Troubleshooting efforts, including controlled reboots with and without the hdd1, did not resolve the issue. They deployed a spare cns to continue patient monitoring activities. There was no patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The customer reported that no other devices were in use at the time of the event.